Event description:
Additional information revealed that the patient's ipg had reached end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect end of life ipg.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. The reason for the replacement is currently unknown.